Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the patient was hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of the incident. The patient¿s current glucose was 245mg/dl. The customer¿s nurse the she had issues with infusion set and reservoir. The customer was hospitalized on (B)(6) 2017 for high blood glucose of around 500mg/dl, diabetic ketoacidosis, generalized weakness and the customer fell down. The troubleshooting was not possible. The insulin pump will not be returned for analysis.